Manufacturer narrative:
(B)(4). Medical devices: nexgen all poly patella catalog # 00597206529 lot # 61098305; nexgen lps- flex femoral component catalog # 00596401752 lot # 61042687; nexgen lps-flex articular surface catalog # 00596205012 lot # 61051409. Customer has indicated that the product will not be returned because it was retained by hospital or patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Retained by hospital or patient.

Event description:
It was reported that the patient underwent a right revision knee arthroplasty due to pain and loosening of the tibial implant. The tibial component and articular surface were removed and replaced.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of radiographs provided. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.